Event description:
The heaters inside the device stayed on after the customer turned off the power. Later, when the customer returned to the unit, the heaters were engaged (there was no water in the system). The device showed a configuration error stating "heating indicated". The front basket shield melted and the heaters and heater breakers turned purple. The main breaker switch was turned off to disengage the heaters. (B)(4).

Manufacturer narrative:
The cause of the malfunction is most likely a faulty k2 relay. Natus technical service requested that the biomed department turn the main breaker back on and fill the device halfway with water until the k1 relay engaged. They powered off the device and the k1 relay stayed engaged. Once biomed replaced the k2 relay, the k1 relay operated correctly. Suspect relay has been returned to natus for eval, along with a printout of the last 50 cycles from the device. Experiments will be run to try to simulate the event. A follow up report will be submitted when add'l info is available.